Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient.

Event description:
It was reported that stent damage occurred and balloon of the stent delivery system ruptured. A 38x3.50mm promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the distal tip of the stent was lifted and also, the balloon of the delivery system ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older, device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).